Event description:
It was reported that the atrial lead was explanted due to noise oversensing. The patient condition was stable.

Manufacturer narrative:
The reported events of over sensing and noise were confirmed. A complete lead was returned for analysis. External insulation abrasion exposing the outer coil consistent with friction to the device can was noted at 12.0cm ¿ 12.3cm from the connector pin. The reported event was isolated to the exposure of the outer coil in the abrasion zone. Electrical. All other damages found are consistent with procedural damage.